Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). Caller (mdt rep) met w/ patient for a reprogramming today and patient has not been seen for awhile. Caller performed impedance measurements and all electrodes appear to be out of range (20 ,000-40,000) ohms. Patient was in the background and indicated using pain medication (more than normal) for the past year. Patient is programmed with a hybrid dtm. Patient reports feeling stimulation about 3 nights ago @ 3.5ma on program 4 w/I his normal group. Patient reports no falls or trauma, medical procedures, etc. Caller pressed on ins and retested impedances with no changes. Had patient lay on back (when he previously felt stim) with no changes in impedance values. Recommended x-ray to see if anything can be seen. Caller will go through each electrode to see if any are in range. Also suggested programming in low dose just to confirm oor and no stim sensations .outcome unknown and this case seemed to be pretty abnormal for patient to be getting therapy with all electrodes >20,000 ohms. Rep called back and reported she was able to program the patient and was feeling stimulation in foot and leg. The caller did trick the patient by turning off stim to see if patient received pain relief, and did indicate he was no longer feeling stim. Asked caller to send the session report to look at the impedances that were out of range. 2022-08-08 e1: additional information from the rep indicated that despite these oor impedances, the patient suggested feeling stimulation in his areas of pain. The rep fine-tuned his settings and the patient left satisfied. Adequate therapy was achieved for the patient. Rep reported that the impedance issues persists where most contacts are >22500 ohms with contacts on 8-15 showing >40k ohms. Tss reviewed, as stated before, stim intended to address focal pain in left shin down to foot. The caller had noted she saw a green check mark next to contact 4 but when referencing 4 there were no contacts showing between 300-4000 ohms. Tss advised the caller that she can try to find one viable contact pair but if she cannot they may need to revise system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep indicated that the revision was not performed. The patient is continuing to use their stimulator as it¿s effectively targeting his foot despite the high impedances.